Event description:
Sponge from ercp biopsy cap sponge dislodged and went into scope channel. The cap was poked with the distal tip wire holder and also lube was used on the balloon catheter. Manufacturer recommendations followed and device failure resulted.